Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR): a DHR review was performed for the product 626631us for lot 4951841, and the lot met specifications when released on september 25th, 2020. Failure analysis: based on the supplier analysis and investigation, the issue of the complaint was confirmed. Catheter material stretched at connector. Center wire not reading; internal wire was damaged at stretched area. Icp express read 'no transducer detected.' No testing was possible. Root cause: the cause of the problem is due to mishandling of the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor would not change and would not show the waveform. The microsensor was removed from the packaging and the tip was placed in a small amount of sterile water as instructions for use indicates. The device was connected to the grey patient cable of the direct link icp monitor. They zeroed the sensor via the process and saw a zero in the monitor. The sensor immediately showed 300 and would not change and would not show waveform. The microsensor was implanted on (B)(6) 2021. The device was removed and replaced and the patient was fine and discharged.